Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during set-up/preparation for a therapeutic laparoscopic cholecystectomy procedure, prior patient sedation, when connecting the flex deflectable videoscope, the image turned green. The procedure was completed using back-up device. There was no patient involvement when the event occurred, and no harm was reported as a result of the event.

Manufacturer narrative:
Updated: d8, h3, h6, h11 the device was returned to olympus for inspection. Based on the results of the investigation, the root cause of the reported image issue was determined to be the result of component failure due to damage to the charged-coupled device imaging unit and likely resulting in a bad electrical connection due to energizing, accidental static electricity and or over current due to attachment/detachment of the connector while the system was on. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.